Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and extension sleeve were damaged on the attachment device. It was further determined that the balls were missing, the cage was not available and the ball bearing had fallen apart. It was further determined that the device failed pretest for lock and cutter. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 11/29/2017 in the initial report. The date returned to manufacturer was corrected to 12/18/2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The device was tested and was found that a cutter device could not be inserted into the attachment device. It was determined that the cutter could not be inserted because the bearings were worn out not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.